Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who received a spaceoar vue implant experienced an unusual symptom, urinating a gel-like substance. The physician suspected that the hydrogel may have been misplaced in the prostate capsule.